Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission observed the right ventricular (rv) lead with elevated sensing integrity counter (sic). The lead remains in use. No further patient complications have been reported as a result of this event.